Event description:
It was reported that the patient had difficulty during the trial and it ended up not lasting the 2 weeks because the stitches came loose and the wires on the outside busted in less than a week.

Event description:
Additional information received reported that the patient did have concerns with their device and they were not taken care of. The patient had to go back to their original health care provider (hcp). It was noted that the manufacturer representative had done a horrible job and so had the manufacturer. An hcp who didn¿t do the patient¿s surgery was going to help get this mess cleared up. It was reported that the service from the surgery to the manufacturer representative had been so bad and the patient was very unhappy with all of them. The patient had to go back to see their hcp for help and their manufacturer representative was not good. It was noted that the patient had not follow calls or anything. It was reported that the survey was not a happy one.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).